Event description:
On (B)(4) 2012, rotaflow serial number (B)(4) was installed on the new right hand hl20 cart by a maquet sales and service representative and all checks were acceptable. The rotalfow was left running on a test circuit. Within three (3) hours, the unit began to alarm and shut down. On (B)(4) 2012, the maquet sales and service representative, performed an evaluation of the rotaflow and determined the rotaflow gave an ER 20 error code. The maquet sales and service representative identified that a communication problem existed with the rotaflow. No patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Attempts were made to obtain additional information regarding this event. However, the attempts were unsuccessful and no additional information was obtained. (B)(4).